Event description:
Aneurysm morphology was not reported and the aortic arch was a large "steep" type 3 arch. It was reported that a talent 44x44 proximal main and five 46x44 distal mains were implanted without issues. The left subclavian was intentionally covered, and a left subclavian-carotid bypass was performed during the procedure. At an unknown date post-implant, a proximal type 1 endoleak was suspected via CT (see MFR # 2953200-2010-01706). The patient was brought back for an intervention at a later date, but had an allergic reaction to vancomycin while on the operating room table, and the intervention was aborted. An innominate-carotid bypass was performed approximately 2 weeks later. An intervention was attempted again the next day; however, the intra-operative angiogram could not confirm the type 1 endoleak, which was seen on CT. The endoleak was thought to might have been a retrograde flow (type 2 endoleak) from the subclavian artery seen on the CT scans. The decision was made to place a proximal talent graft, which was landed right at the distal aspect of the innominate artery. The bare spring started to deploy in the misaligned position and it was not possible to be corrected, even though the physician tried to pull the device back (see MFR # 2953200-2010-01707). There was no endoleak present, but there was not enough overlap with the previous proximal main, so another proximal main was placed; however, due to the steep arch, the second proximal main graft ended up covering about 75% of the innominate ostium. The graft was able to be pulled back and still partially covered a third of the innominate. No further intervention was performed and the patient will continue to be monitored.

Manufacturer narrative:
(B)(4). Eval results: (arterial and venous occlusion), (type 3 thoracic arch), (stent graft implantation to the innominate artery).